Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, there was an intermittent power issue and moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: there were pump reboots observed in the black box. The battery compartment was found to be cracked. The pump was exercised for 24 hours with no power issues duplicated. Corrosion was found in the battery compartment. When the pump was opened moisture corrosion was found on the printed circuit board.

Manufacturer narrative:
Follow-up #2, 31-march-2017- correction to serial#.